Event description:
Anesthesiologist struck bone when inserting the needle. He pulled back the needle and tried again. When he didn't get any liquor response he pulled back and forth a couple of time. When this didn't work, he intended to pull the whole needle out to try the procedure from the beginning (using the same needle). When he tried to pull out the needle, it broke and a piece was left in the pt. It was later removed surgically.